Manufacturer narrative:
The distributor reported that their customer reported their AED speaker no makes sound, either when the battery pack is installed, or when the AED is switched on. The AED displayed service code warning for 'AED speaker test error'. Inserted a different battery pack and the AED displayed the same service code warning during the self-test. The distributor was advised to remove the AED from service due to the service code warning. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that their customer reported their AED speaker does not makes sound, either when the battery pack is installed, or when the AED is switched on. The AED displayed service code warning for 'AED speaker test error'. Inserted a different battery pack and the AED displayed the same service code warning. The reported event did not occur during patient use.